Manufacturer narrative:
Facility name: (B)(6). A customer alleged the generation of unexpected positive pan-sarbecovirus (target 2) results for 1 patient sample when testing with the cobas® sars-cov-2 test. The sample was retested and a negative result for both target 1 and 2 were generated. As the CT value was within the predetermined range, the algorithm functioned as intended and appropriately called the sample positive. The algorithm setting has been optimized to account for additional real world data with improvement on the curve classification parameters. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) reported the generation of unexpected positive pan-sarbecovirus (target 2) results for 1 patient sample when testing with the cobas® sars-cov-2 test. The sample was retested and a negative result for both target 1 and 2 were generated. The discrepant results were not released. No information regarding sample collection, preparation or workflow is available. Additionally, although requested, the retest data could not be provided in the case. A review of the growth curve showed a relatively flat curve with a slight rise in fluorescence at the beginning of the baseline that caused the CT value to be determined. As the CT value was within the predetermined range, the algorithm functioned as intended and appropriately called the sample positive.